Event description:
It was reported that the patient experienced tingling/pocket stimulation and that there was low impedance, increasing thresholds, and oversensing. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).